Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7313905. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had fluid all down the back, a bad headache and hearing loss immediately after the lead pull. The physician believed the patient experienced a cerebrospinal fluid (csf) leakage. The patient went to the hospital, bandaged the entry site and was reportedly doing better.